Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-00660 for a description of the other event. It was reported to boston scientific corporation in 2008, that a c.r.e. Balloon dilatation catheter was used on a female patient during an esophageal dilation five days prior, (patient weight unknown). According to the complainant, while the physician was attempting to advance the device, the device kinked and would not pass through the scope adequately. A second cre balloon dilation catheter was advanced and inflated, but would not deflate. The device was able "to be pulled out with the scope and cut". Both incidents occurred while the scope was inside of the patient. The physician successfully completed the procedure with a third cre balloon dilation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Although the device has not been examined, failure to follow the dfu instructions may cause insertion difficulties or damage to the device. Further, the dfu states that the cre balloon dilatation catheter is designed for use with endoscopes having a minimum working channel size of 2.8mm. Not following this could also damage the device. A DHR review was performed on the c.r.e. Balloon dilatation catheter. The DHR gave no indication of the reported complaint.